Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 400 mg/dl and the current blood glucose was 260 mg/dl. Customer stated symptoms related to high blood glucose that were not felling good. The auto mode feature was active at the time of incident. No further patient complications were reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device.